Event description:
A surgeon reported that during glaucoma filtration surgery, the shunt would not release from the injector. A second shunt could not be implanted due to the "hole had become a little too big" and the surgeon questioned the stability of the shunt. The surgery was converted to a trabeculectomy with no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. All products pass 100% final inspection. The shunt arrived separated from the express delivery system (eds). The eds wire was slightly pressed. When pressed during the investigation, the wire retracted fully and easily into the cannula. Light scratches were found on the shunt. The complainant statement "did not come loose from the injector" could not be confirmed. The root cause could not be conclusively determined. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).